Event description:
A health care professional reported an unexpectedly high potassium (k+) result using the piccolo xpress analyzer and the piccolo basic metabolic panel, lot#5463ab4. Error codes: chem k+ / k+ problem or question

Manufacturer narrative:
The end user expected the basic metabolic panel (bmp) potassium results to be equivalent to results obtained on a second piccolo instrument using the piccolo comprehensive metabolic panel (cmp) and renal panel for the same patient, as reported in MDR 2939693-2026-00008. Additional information has been requested from the customer to support the review of the testing workflow, process controls, and sample handling/processing, and to clarify the complaint details and the patient¿s clinical status, including whether treatment was initiated based on the reported results. The technical representative recommended that the end user return the instrument for further evaluation. At this time, it is unknown whether the end user has elected to send the instrument in for investigation. A follow-up report will be issued upon completion of the investigation.